Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and an alert for high thresholds. Oversensing and undersensing were observed on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.